Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: twenty two sealed 3ml packaged syringes were received and confirmed to be from batch #8061823 (p/n 309657). The samples were visually evaluated. The syringes were found to have missing print. The majority of the syringes were entirely blank. Missing print observed is rejectable per product specification. Based on the evaluation performed the defect, as noted by the end user, can be verified. Printing records were reviewed as part of this device history record review. All visual inspections were performed as per requirement. Print defects, including jammed part at printer were documented during the manufacture of this batch. Adjustments were made and product was requalified per applicable aql before production resumed. Batch 8061823 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: twenty two sealed 3ml packaged syringes were received and confirmed to be from batch #8061823 (p/n 309657). The samples were visually evaluated. The syringes were found to have missing print. The majority of the syringes were entirely blank. Missing print observed is rejectable per product specification. Based on the evaluation performed the defect, as noted by the end user, can be verified. DHR review for batch 8061823 (p/n 309657): manufacturing dates: 03/12/2018 - 03/14/2018. Batch quantity was 768,000. Printing records were reviewed as part of this DHR review. All visual inspections were performed as per requirement. Print defects, including jammed part at printer were documented during the manufacture of this batch. Adjustments were made and product was requalified per applicable aql before production resumed. Batch 8061823 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause description: a printing process error possibly due to a jam. Rationale: CAPA not required based on severity and occurrence level defined for this complaint.

Event description:
It was reported that the measure markings on several bd luer-lok¿ disposable syringe with bd luer-lok¿ tip were missing. There was no report of exposure, injury or medical intervention.